Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 490 mg/dl and current blood glucose was 193 mg/dl. Customer treated high blood glucose with the bolus with insulin pump. Based on customer report customer does not allege pump was under delivering. Assisted with performing the high pressure test which did not pass and making 2nd attempt, repeated high pressure test which was passed. On friday the blood glucose fly over 485 mg/dl. Customer reported the following symptoms related to their high blood glucose were thirst, body aches, headaches and now only has a little neck pain. The device will be returned for analysis.